Event description:
Major pump unit(s) involved: drive unit failureadditional text: poss. Perk lead fracturespecific component(s) involved: driveline malfunctionadditional text: poss. Perk lead fractureother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.